Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. The patient reported that their device is helping their pain, but it changes on its own. They indicated that their left leg was tingling the night prior to the report, and the device was not helping with their pain like when they were first implanted. The patient stated that this issue began maybe a month or so ago. They added that their daughters usually change their programming, but then it changes again on their own. The patient was redirected to follow-up with their healthcare provider. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that on (B)(6) 2020, the patient had to shut it all down on the night of (B)(6) 2020. She was trying to charge, but it was just too painful to lay down to charge. The implantable neurostimulator was not on at the time of the report. The patient indicated that she feels pain without stimulation on while laying down on her back, and she has to lay down in order to charge her implantable neurostimulator. The patient does not feel the pain from the stimulation. The patient noted that this had happened before and that a manufacturer representative was able to meet her and help her. The patient was going to ask her daughters to come and help her as she cannot go to the health care professional due to coronavirus. There were no further complications reported.